Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted. No unexpected motor error alarms were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and scratches on the reservoir tube window. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests.

Event description:
Customer reported that the insulin pump alarmed no delivery. Blood glucose level was 301 mg/dl at the time of the call. After performing a set change, the customer called back with the insulin pump returning a motor error alarm. Customer's blood glucose level was 163 mg/dl by the end of the second call. No further information was provided.